Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, at the start of the surgery, when the device was being inserted into the patient's cavity, the seal of the device was damaged and there was a leak. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed. The event is no longer considered a malfunction, and is now classified as not reportable. If information is provided in the future, a supplemental report will be issued.